Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting ems due to meter results and symptoms related to diabetes: headache and dizziness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 246, 221, 265, 302, 289 and 212 mg/dl. The customer¿s expected am fasting blood glucose test result range is 170-180 mg/dl. The customer feels well and did not report any symptoms. Caller stated that the day prior due to the high results and symptoms of dizziness and a headache 9-1-1 had been called for the customer. Customer's blood glucose when tested using the true metrix meter had been 265 mg/dl non-fasting and when tested by ems had 147 mg/dl non-fasting. The diagnosis was high blood glucose and customer was given IV and insulin. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/17/2026 and open vial date is 1 week. The meter memory was reviewed for previous test result history: result 1: 246 mg/dl date: 8/8 time: 11:14 am fasting result 2: 221 mg/dl date: 8/7 time: 9:46 pm unknown result 3: 265 mg/dl date: 8/7 time: 12:45 pm non-fasting result 4: 302 mg/dl date: 8/7 time: 12:12 pm non-fasting result 5: 289 mg/dl date: 8/7 time: 11:32 am fasting result 6: 212 mg/dl date: 8/6 time: 1:18p m fasting.